Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was a pump flip. The hcp had been unable to access the pump for refill. X-rays were taken the date of refill, but the results were not reported. The patient recovered without permanent impairment. It was noted the patient had a history of pump flipping. The type of medication being delivered via the device system was dilaudid and bupivicaine.

Event description:
It was reported the pump had not been working for the past three weeks. The patient could not get the healthcare provider (hcp) at her clinic (nurse or physician¿s assistant) to agree how to move forward quickly. The original hcp had moved and the other hcp at the practice was on vacation. The reporter wanted to know if there was anyone else in the region that could help. The patient was in great pain. It was unknown what drug the pain pump was used to deliver (device registration listed the drug as prialt). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).